Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling a vibratory alert. Upon review, the competitors right ventricular lead exhibited an out of range high voltage lead impedance measurement. The high impedance was reproducible. It was discussed that the anomaly could have been due to a loose setscrew. On 4/17/18 the lead and implantable cardioverter-defibrillator were explanted and replaced. The patient was stable throughout the procedure.